Event description:
Co reports a transfer set with a fluid leak. The leak was located in the tubing in the twist clamp area. The transfer set was in use for 2 months. No patient injury or medical intervention reported.